Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips no longer available.

Event description:
Patient tested 8.0 inr and 5.7 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system; however, customer no longer has the strips. Replacement was sent.